Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device underwent flow rate testing and received passing results. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test. There was no known patient injury or medical intervention associated with this event. No additional information is available.